Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the patient was set to receive a dose of 310mg (61.92mls) of vancomycin at 1600. When the bag was spiked, drip chamber became full so the nurse was unable to visualize if the medication was dripping or infusing. It was noted that the pump was reading that the volume was infusing. There was no drip seen from primary bag, and the clinician assumed that the fluids were being pulled from the secondary infusion of vancomycin. Vancomycin was set to infuse over one hour and nineteen minutes and the nurse left the pump and medication to infuse. Then nurse returned thirty minutes later and bag still appeared full, as if no medication had infused. "Volume infused" on pump continued to increase however. The nurse disconnected the intravenous tubing from the peripherally inserted central catheter (PICC) line to assess for drip, occasional drip seen from distal end. The nurse concluded that the secondary medication was infusing. The medication was left to infuse. The nurse then returned and noticed that the medication did not appear to infuse as much as expected. The nurse consulted with support rn, the pump was paused, emptied the drip chamber back into the bag slightly (enough to visualize the drip) and re-started the pump. No drip seen. Whole pump turned off and reprogrammed entirely. When reprogrammed entirely the drip was only then seen to start. The drip was intermittent/periodic. After about 1 hour of infusion, the bag was still full although appeared to have infused somewhat. At this point it had taken over more than two hours to get dose to be partially infused, so remainder of dose was omitted and the pharmacy was consulted as to what to do next. The next dose was moved up one hour earlier. It was then reported by the hospital's biomedical engineer that the pump was tested, using a calibrated scale, with the following settings: primary infusion of "0.9% sodium chloride", programmed at a rate of 20ml/hr. With volume to be infused of 40mg and secondary infusion of "vancomycin 310 mg (concentration 5mg/ml)". The biomedical engineer used sterile water for both primary and secondary lines during device testing. The pump was ran until the infusion was completed, which lasted around three hours and fifteen minutes. The total weight of the fluid that was infused was around 96mg. However, the biomedical engineer was expecting it to be around 350mg. There was patient involvement. Although asked, the customer stated that the information on patient impact is "no clue." It was then reported by the hospital's biomedical engineer that the pcu was programmed as follows: guardrails IV fluid: 0.9%nacl, rate 20ml/hr, volume to be infused (vtbi) 40ml. Secondary: vancomycin, dose: 310mg, dose volume: 62ml (generated automatically), patient weight: 12.3kg, concentration: 5mg/ml. The biomedical engineer had an impression that assigning primary vtbi: 40ml and secondary dose: 310mg will give a total infused volume of 350ml, but realized that it was a mistake. Furthermore during device testing, the biomedical engineer did not run a 1 hour timed rate accuracy test with a characterized IV set, before testing the programmed infusion parameters. The pcu was had its last preventive maintenance on 26 august 2020.

Event description:
It was reported that the patient was set to receive a dose of 310mg (61.92mls) of vancomycin at 1600. When the bag was spiked, drip chamber became full so the nurse was unable to visualize if the medication was dripping or infusing. It was noted that the pump was reading that the volume was infusing. There was no drip seen from primary bag, and the clinician assumed that the fluids were being pulled from the secondary infusion of vancomycin. Vancomycin was set to infuse over one hour and nineteen minutes and the nurse left the pump and medication to infuse. Then nurse returned thirty minutes later and bag still appeared full, as if no medication had infused. "Volume infused" on pump continued to increase however. The nurse disconnected the intravenous tubing from the peripherally inserted central catheter (PICC) line to assess for drip, occasional drip seen from distal end. The nurse concluded that the secondary medication was infusing. The medication was left to infuse. The nurse then returned and noticed that the medication did not appear to infuse as much as expected. The nurse consulted with support rn, the pump was paused, emptied the drip chamber back into the bag slightly (enough to visualize the drip) and re-started the pump. No drip seen. Whole pump turned off and reprogrammed entirely. When reprogrammed entirely the drip was only then seen to start. The drip was intermittent/periodic. After about 1 hour of infusion, the bag was still full although appeared to have infused somewhat. At this point it had taken over more than two hours to get dose to be partially infused, so remainder of dose was omitted and the pharmacy was consulted as to what to do next. The next dose was moved up one hour earlier. It was then reported by the hospital's biomedical engineer that the pump was tested, using a calibrated scale, with the following settings: primary infusion of "0.9% sodium chloride", programmed at a rate of 20ml/hr. With volume to be infused of 40mg and secondary infusion of "vancomycin 310 mg (concentration 5mg/ml)". The biomedical engineer used sterile water for both primary and secondary lines during device testing. The pump was ran until the infusion was completed, which lasted around three hours and fifteen minutes. The total weight of the fluid that was infused was around 96mg. However, the biomedical engineer was expecting it to be around 350mg. There was patient involvement. Although asked, the customer stated that the information on patient impact is "no clue." It was then reported by the hospital's biomedical engineer that the pcu was programmed as follows: guardrails IV fluid: 0.9%nacl, rate 20ml/hr, volume to be infused (vtbi) 40ml. Secondary: vancomycin, dose: 310mg, dose volume: 62ml (generated automatically), patient weight: 12.3kg, concentration: 5mg/ml. The biomedical engineer had an impression that assigning primary vtbi: 40ml and secondary dose: 310mg will give a total infused volume of 350ml, but realized that it was a mistake. Furthermore during device testing, the biomedical engineer did not run a 1 hour timed rate accuracy test with a characterized IV set, before testing the programmed infusion parameters. The pcu was had its last preventive maintenance on 26 august 2020.

Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: device return to manuf .? A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.